Event description:
A malfunction was reported by the customer on their pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump after it was noted that this malfunction had occurred at least three times. The customer was informed of the steps for transitioning to a replacement pump, instructed to use multiple daily injections (mdi) as backup therapy, and advised to return the faulty pump within 10 days.